Event description:
Revision surgery to exchange the poly inserts is planned due to laxity in the knee.

Manufacturer narrative:
Revision surgery to exchange the poly inserts is planned due to laxity in the knee. Review of the device history record indicates that the device was manufactured to specification.